Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant when attempting to loosen the set screw, the set screw became stripped. The device was explanted and replaced. The patient was doing fine.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.